Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suction was returned to medtronic for analysis. Analysis revealed that the returned suction had difficulty verifying when attached to a known good tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument being used for a fess procedure. The rep indicated the healthcare provider (hcp) was unable to verify 2 of the site's straight suctions. The site opened up a third tray with a new straight suction which verified. The delay in procedure was less than one hour and there was no impact to patient outcome.